Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) has been confirmed. Upon investigation, the battery charger/modem was unable to power on and there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board and internally shorted q1 current-controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.